Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The medical team reported this event to by possibly related to the device and patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event.  Gi bleeding is a known inherent risk associated with use of the device.  Clinical factors that may have contributed to the reported event include the patient's past history of recurrent gi bleed, anticoagulation therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that this patient was admitted to the hospital for treatment of chronic anemia, suspect secondary to slow gi bleed. The patient presented with decreasing hematocrit, lightheadedness, dizziness, and decreased energy he was transfused a total of four units of packed red blood cells (prbc's) and placed on a heparin drip over the next two days. The patient's symptoms improved and he was discharged on (B)(6) 2016 with the bleeding considered resolved.